Event description:
New information received indicates that non-sustained episodes due to t-wave oversensing were observed. Interaction with the ra lead was suspected. Programming changes were made. The lead remains implanted. The patient was in good condition.

Event description:
It was reported that noise exhibited from the ventricle channel resulting in t-wave oversensing. All measurements were in normal range. The patient will be monitored. The patient's condition is good.

Manufacturer narrative:
(B)(4).